Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the ipg had tilted. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.